Event description:
Information was received from a patient receiving intrathecal fentanyl, bupivacaine, and hydromorphone at unknown concentrations/doses via an implantable pump for spinal pain. It was reported by the patient that they had a catheter revision and pump replacement on (B)(6) 2023. Patient stated "he was not having any issues with the pump and had no return of symptoms [currently]. He was even swimming and snorkeling many times a week". The patient stated the doctor told him "there was something wrong with the pump/catheter and that the patient's medications were too high". The patient stated he was at 7500 mcg's. Patient stated once the doctor replaced the pump and catheter he cut his medication in half and for the first 3 months was having the patient wakeup every hour to bolus. After the 3 months, the patient had been getting up every 2 hours to bolus to "determine what rate of medication was needed". Per the personal therapy manager (ptm): duration 2 min, lockout 2 hours, max 12 per day. Troubleshooting was not required. The issue was not resolved as troubleshooting was not needed.

Manufacturer narrative:
Concomitant medical product: product ID 8780 serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-aug-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) re-reported the patients pump and catheter had been malfunctioning and that they were replaced. It was reported that there had been failed prior dye studies. Upon performing an x-ray the catheter from the anchor to the pump had been visible, which was unexpected given the catheter should be radiolucent. It had been presumed to be remaining contrast from previousdye study indicating and occlusion or non-functional. An attempt had been made to move the catheter tip from t4. However, the patient noted radicular pain down left lower extremity. A decision had been made to proceed with a pump and catheter replacement. The old intrathecal catheter had been found to be knotted in two locations. The pump was removed and the old catheter had been tied off prior to implanting a new pump and catheter.